Event description:
A certified diabetes educator (cde) reported a medical event involving an adc customer. The cde reported "the patient's caregiver found him on the floor unconscious on last thursday, (B)(6) 2012. She called 911 and was informed to test the customer's sugars. She received a reading of 170 mg/dl (on the customer's adc glucose meter). The paramedics came a minute later and tested him with a 22 mg/dl on their meter. They were concerned with the readings because of the difference between meters." The cde reported that adc was made aware of the situation and replaced the customer's products, although she was unable to provide product information or customer information to verify the previous case. The cde stated that she did not know if the medical event was because of the adc product, and she was not sure if customer was using the product before he lost consciousness. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial investigation. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown. (B)(4).